Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility manager of nursing products and operations reported to baxter a mini-infuser microbore extension set that had a tip break off into the port of the primary tubing. The primary IV (intravenous) line was an alaris product being used with an IV pump and was connected at the y-site to the microbore extension set. This microbore extension set was being used with a mini-infuser pump delivering the drug dilaudid. It was unknown if the primary tubing was clamped off before the blood backflow was noticed. There was a female patient involved but no report of patient injury or medical intervention required in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection was performed revealing that part of the male luer lock had broken off and was inside of the set. The reported condition was confirmed. The root cause was not identified. Additional information: a batch review could not be completed as the lot number was not provided by the customer. This issue has been escalated to CAPA.